Event description:
The customer reported that during use of the device, the temperature was unstable. They used a new device to complete the procedure. There was no harm to the pt. Covidien's initial evaluation of the incident electrode found the insulation was damaged and the device failed hi-pot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.